Event description:
Information was received from the patient, who was implantable neurostimulator (ins) for gastrointestinal/pelvic floor, via the manufacturer¿s representative reported that they experienced discomfort from the stimulation in the buttocks region. It was noted that the patient had been in some physical altercations that could have led to some of the issues. It was unknown when the event issue had occurred. The ins was turned off on (B)(6) 2017 and the discomfort resolved. The patient will be coming into the doctor¿s office on (B)(6) 2017 for an impedance check and reprogramming. The immediate issue of discomfort was resolved at the time of report. No surgical intervention had occurred and none were planned. The patient status was noted as ¿alive ¿ no injury.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and the other applicable components are: product ID 3889-28, lot # va14ryc, implanted: (B)(6) 2016, product type lead.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the patient didn't show up at two separate follow-up appointments. They were going to get more information once the patient made an appointment, but they understood that the patient still had some discomfort. There were no further complications reported or anticipated.